Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.